Manufacturer narrative:
(B)(4): aneurysm growth is listed in the instructions for use. Event is still under investigation.

Event description:
A (B)(6) male patient underwent abdominal aortic aneurysm repair on (B)(6) 2006. The patient received a zenith main body graft and two zenith iliac legs. The procedure was completed without reported incident. The patient has been monitored closely for the past 5 years. Recently, through follow-up CT scans, it has been noticed that the aneurysm has increased in size. On (B)(6) 2011, an angiogram was performed for better comprehension. It was noted that the aneurysm sac had enlarged to 7.3 cm giving the sac an approximate 1 cm growth since the imaging taken a year ago. There is no evidence of endoleak. Physician plans to intervene; however, is unsure whether it would be best to explant or re-line. Images are being provided to assist in this investigation and the physician awaits an internal clinical review before moving forward with which action to take.